Event description:
It was reported that air embolism occurred. It was reported that versacross connect laac access solution selected for use. A left atrial appendage (laa) closure procedure was being performed. During the procedure, once the transeptal sheath was in place, the non-boston scientific pigtail catheter was placed in the left atrium and a pressure of 6mmhg was recorded. Subsequently when the physician proceeded to exchange the pigtail catheter for the delivery system, there was no bleed back from the was sheath. The physician lowered the tip of the was sheath below the midaxillary line, at which point there was positive bleed back and were able to perform a wet-to-wet connection. The rest of the procedure went fine. The deployment was successful, but air was noticed in the left ventricle post deployment. The physician advanced the pigtail catheter into the left ventricle to aspirate manually, and the patient was kept on the table intubated to allow the air embolism to dissipate. The air in the patient was confirmed, radiographically and using echocardiography. The patient was discharged the same day and is expected to fully recover. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of embolism was confirmed based on the media provided. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that air embolism occurred. It was reported that versacross connect laac access solution selected for use. A left atrial appendage (laa) closure procedure was being performed. During the procedure, once the transeptal sheath was in place, the non-boston scientific pigtail catheter was placed in the left atrium and a pressure of 6mmhg was recorded. Subsequently when the physician proceeded to exchange the pigtail catheter for the delivery system, there was no bleed back from the was sheath. The physician lowered the tip of the was sheath below the midaxillary line, at which point there was positive bleed back and were able to perform a wet-to-wet connection. The rest of the procedure went fine. The deployment was successful, but air was noticed in the left ventricle post deployment. The physician advanced the pigtail catheter into the left ventricle to aspirate manually, and the patient was kept on the table intubated to allow the air embolism to dissipate. The air in the patient was confirmed, radiographically and using echocardiography. The patient was discharged the same day and is expected to fully recover. The device is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product did return for analysis, we have been determined that the air embolism is a known inherent risk of use of this device. Device history record review: the DHR or ship history were unable to be completed as the upn or lot number were not disclosed. Device technical analysis: the device did not return for analysis; therefore, a technical analysis of the complaint device could not be completed. However, the reported allegation of air embolism was confirmed based on the media provided with the incoming information. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of air embolism was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device as the information within the event description suggests that the clinical event is anticipated in nature as per the IFU as reported.

Event description:
It was reported that air embolism occurred. It was reported that versacross connect laac access solution selected for use. A left atrial appendage (laa) closure procedure was being performed. During the procedure, once the transeptal sheath was in place, the non-boston scientific pigtail catheter was placed in the left atrium and a pressure of 6mmhg was recorded. Subsequently when the physician proceeded to exchange the pigtail catheter for the delivery system, there was no bleed back from the was sheath. The physician lowered the tip of the was sheath below the midaxillary line, at which point there was positive bleed back and were able to perform a wet-to-wet connection. The rest of the procedure went fine. The deployment was successful, but air was noticed in the left ventricle post deployment. The physician advanced the pigtail catheter into the left ventricle to aspirate manually, and the patient was kept on the table intubated to allow the air embolism to dissipate. The air in the patient was confirmed, radiographically and using echocardiography. The patient was discharged the same day and is expected to fully recover. The device is not expected to return for analysis as disposed. It was further reported that the versacross device was not inside the patient body when patient complication begun. The versacross device did not caused issue or malfunctioned during the procedure. The physician stated that he believed that the air was entrained through the trusteer sheath due to a low left atrial pressure. The patient was hemodynamically stable when complication noted.